Event description:
The pt is a 42 year-old white female who originally had bilateral breast augmentation in 6/87 using the 255cc gel-filled implant in the submammary space. The left breast became hard in 10/88 and by 12/88, she noticed her health changed and she then developed rash, weakness, fatigue, and was diagnosed with dermatomyositis. She required steroid therapy and went into remission in 7/93. The pt on physical examination, has a class iii capsular contracture. Xeromammogram shows that the implants are more likely to be intact than ruptured. As a result of connective tissue disease and capsular contracture, the pt would like to have implant removal. The capsulectomy is medically necessary because the capsule contains silicone which the pt may be reacting to.